Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of candida parapsilosis as cryptococcus neoformans and cryptococcus albidus in association with the vitek® 2 yeast (yst) identification (ID) test kit. These results were not reported to the physician. The patient isolate was sent to a partner lab for testing via vitek® ms; the result obtained was candida parapsilosis. This result was provided to the physician. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported an occurrence of a misidentification of candida parapsilosis as cryptococcus neoformans in association with the vitek 2 yst ID test kit. Biomérieux investigation was conducted following receipt of culture submittal. Investigational testing included the following: 26s sequencing: identification to candida parapsilosis. Vitek 2 yst ID (customer lot 243366010): identification to candida albicans. Vitek 2 yst ID (customer lot 243363510): identification to cryptococcus neoformans. Vitek 2 yst ID (random lot 243355910): low discrimination between candida dubliniensis and cryptococcus neoformans. Id32c strip: identification to candida sake. Vitek ms: identification to candida parapsilosis. The investigation concluded the submitted strain exhibits atypical growth behavior for the vitek 2 yst ID testing method. The atypical biochemical profile is also observed with id32c strip.